Manufacturer narrative:
A2: date of birth - updated, a3: sex - updated, b5: updated, d4: model number. Lot number, catalog number, expiration date, UDI # - updated.

Event description:
It was reported that a transient ischemic attack (tia) and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. The patient had a follow up transesophageal echocardiogram (tee) procedure which showed a 3mm peri-device leak. No intervention was performed, and the patient was transitioned to dual antiplatelet therapy. Ten (10) months post procedure the patient presented to the emergency room experiencing a tia. Computed tomography angiography (cta) imaging was performed which confirmed the same size peri-device leak, but there was no thrombus noted on the closure device. The patient fully recovered from this event. One year post procedure the patient had an ablation procedure scheduled. A tee was performed prior to this procedure which showed that there was a device related thrombus present. The procedure was cancelled, and the patient was restarted on anticoagulation medication. The patient did not experience any additional consequences as a result of the thrombus event. It was further reported that the patient has tried many different blood thinners to dissolve the clot. The patient was supposed to have surgery to remove the clot but that was cancelled because of an increase in the clot size, even while taking warfarin. The patient has been referred to another physician to have their watchman removed.

Manufacturer narrative:
H6: impact code of device explantation f1903 added.

Event description:
It was reported that a transient ischemic attack (tia) and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. The patient had a follow up transesophageal echocardiogram (tee) procedure which showed a 3mm peri-device leak. No intervention was performed, and the patient was transitioned to dual antiplatelet therapy. Ten (10) months post procedure the patient presented to the emergency room experiencing a tia. Computed tomography angiography (cta) imaging was performed which confirmed the same size peri-device leak, but there was no thrombus noted on the closure device. The patient fully recovered from this event. One year post procedure the patient had an ablation procedure scheduled. A tee was performed prior to this procedure which showed that there was a device related thrombus present. The procedure was cancelled, and the patient was restarted on anticoagulation medication. The patient did not experience any additional consequences as a result of the thrombus event. It was further reported that the patient has tried many different blood thinners to dissolve the clot. The patient was supposed to have surgery to remove the clot but that was cancelled because of an increase in the clot size, even while taking warfarin. The patient has been referred to another physician to have their watchman removed. It was further reported that the closure device was successfully removed from the patient.

Event description:
It was reported that a transient ischemic attack (tia) and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. The patient had a follow up transesophageal echocardiogram (tee) procedure which showed a 3mm peri-device leak. No intervention was performed, and the patient was transitioned to dual antiplatelet therapy. Ten (10) months post procedure the patient presented to the emergency room experiencing a tia. Computed tomography angiography (cta) imaging was performed which confirmed the same size peri-device leak, but there was no thrombus noted on the closure device. The patient fully recovered from this event. One year post procedure the patient had an ablation procedure scheduled. A tee was performed prior to this procedure which showed that there was a device related thrombus present. The procedure was cancelled, and the patient was restarted on anticoagulation medication. The patient did not experience any additional consequences as a result of the thrombus event.